Event description:
It was reported that the pt experienced no stimulation sensation. Her device has not worked since sunday. She turned her stimulation up to 3.2 and felt nothing. She was at home in fair condition. Further info is being requested from the hcp.